Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure hysterectomy due to pelvic prolapse and urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent takedown of previous transobturator synthetic sling with vaginal urethrolysis, vaginal paravaginal repair with kelley-kennedy plication of the bladder neck, take down of vaginal constriction and skin tissue rearrangement with vaginal advancement on (B)(6) 2014 due to graft malfunction, pelvic pain, dyspareunia, bladder dysfunction, recurrent cystocele, sui and vaginal constriction band. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced sharp pain across lower back down both legs, crushing pain across hips, no energy, bladder infections, diarrhea with cramping, and adhesions in right ovary.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that the patient underwent operative laparoscopy with lysis of adhesions and aspiration of right ovarian cyst on (B)(6) 2012, due to right lower quadrant pain, pelvic adhesions, and simple right ovarian cyst. No additional information was provided.